Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not turn on and keypad was unresponsive. Customer's blood glucose level was unknown. Customer stated that insulin pump exposed to moisture. Customer reported past exposure of the insulin pump to fluid and there was no visible water. Customer stated insulin pump had crack on the back. The insulin pump will not be returned for analysis.